Event description:
It was reported that the user was burned while using the product.

Manufacturer narrative:
It was reported that the user was burned while using the product. We performed a heat-rise test on the unit and found that it operated within parameters. The components and fabric foundation showed no evidence of exposure to excessive heat, and there was no defect in the performance of the unit. Discussion with the user indicated that she may have failed to ready and follow our instructions. In addition, the user stated that she was unable to detect the sensation of excessive heat because of medical issues causing a lack of normal sensitivity. We concluded that this event may have been attributable to misuse of the product on the part of the consumer, and that a product of this type is simply not suitable for a consumer who is unable to be alert to excessive levels of heat, unless they are willing to be especially cautious and alert during use. We felt that it was preferable to refund the purchase price than to return the unit to the user and risk the chance of her using it again.